Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence, urethral hypermobility, cystocele, rectocele, enterocele, vaginal vault prolapse, weakened pubocervical and rectovaginal fascia and mesh was implanted. It was reported that the patient had a concurrent procedure of an a&p colporrhaphy with enterocele repair and a vaginal extraperitoneal colpopexy(total) performed during mesh implantation.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.